Manufacturer narrative:
Device not available for return.

Event description:
The manufacturer was notified about the dehiscence of a 38 mm memo 3d annuloplasty ring. A possible endocarditis was identified, and the ring has since been explanted. Upon reoperation, the ring was down-sized to a 36 mm physio ii. The patient was discharged safely. There were no structural ring defects and the sutures had pulled out of the posterior annular tissues. It was reported that no organisms were found on microscopy, and nothing was identified on gram stain. No bacterial rna was detected, and nothing was detected on direct culture. Enrichment and mycobacterial cultures were still pending at the time the manufacturer was notified of the event. The date on which the dehiscence was identified (date of incident) is not known. It was reported that the annuloplasty ring has now been destroyed and is not available for return.

Manufacturer narrative:
Additional information: patient outcome following initial procedure and re-operation.

Event description:
A memo-3d was implanted on (B)(6) 2017. The patient had posterior mitral valve prolapse and no regurgitation or systolic anterior motion (sam) at the end of the procedure. The ring was explanted on (B)(6) 2018, due to dehiscence of the annuloplasty ring. A possible endocarditis was identified, and the ring has since been explanted. Upon reoperation, the ring was down-sized to a 36 mm physio ii. The patient was discharged safely. There were no structural ring defects and the sutures had pulled out of the posterior annular tissues. It was reported that no organisms were found on microscopy, and nothing was identified on gram stain. No bacterial rna was detected, and nothing was detected on direct culture. Enrichment and mycobacterial cultures were still pending at the time the manufacturer was notified of the event. The patient did well following re-operation, although the operation was reportedly challenging. It was reported that the annuloplasty ring has now been destroyed and is not available for return.

Manufacturer narrative:
Based on the event description provided, no structural ring defects were identified. The physician hypothesized that he may not have placed the sutures deeply enough in the tissue. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. As the device was not available for analysis, no further device investigation can be performed. Given that the physician indicated that the sutures may not have been placed deep enough, and no structural ring defects were identified, it can reasonably be concluded that the event was attributable to suturing technique, and therefore the operational context caused or contributed to the event.